Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., h.6.

Event description:
Healthcare professional reported "an implant that seems to have a puncture hole and fat from a procedure with revolve got in it". The side is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "an implant that seems to have a puncture hole and fat from a procedure with revolve got in it". The device has been explanted. The side is unspecified.